Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding") and systemic inflammatory response syndrome ("sepsis inflammatory response syndrome") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, d & c, endometriosis, site unspecified (excision of mass), pelvic abscess (surgery) and deep vein thrombosis (blood thinners). Concurrent conditions included dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced endometriosis ("endometriosis"), 6 years 1 month after insertion of essure. On (B)(6) 2015, the patient experienced systemic inflammatory response syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with ibuprofen and surgery (ablation and total laparoscopic hysterectomy with bilateral salpingectomy ,left salpingo-oophorectomy;). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage and menorrhagia had resolved and the systemic inflammatory response syndrome, abdominal pain lower, fatigue and endometriosis outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, systemic inflammatory response syndrome and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: satisfactory placement both coils,full occlusion. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: pfs received and medical record received:event vaginal bleeding, menorrhagia, systemic inflammatory response syndrome, endometriosis added. Ablation ticked as genital bleeding. Outcome of event abnormal bleeding, dyspareunia, pelvic pain added as recovered. Reporters,concurrent condition. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory placement both coils,full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding"), systemic inflammatory response syndrome ("sepsis inflammatory response syndrome") and pelvic abscess ("pelvic abscess") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, d & c, endometriosis, site unspecified (excision of mass), pelvic abscess (surgery) and deep vein thrombosis (blood thinners). Surgery (other) - type of surgery: pelvic flap. Concurrent conditions included dysfunctional uterine bleeding and ovarian cyst. Concomitant products included levothyroxine since 2016 and vitamin d nos (vitamin d) since 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced endometriosis ("endometriosis"), 6 years 1 month after insertion of essure. On (B)(6) 2015, the patient experienced systemic inflammatory response syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), abdominal pain lower ("cramping"), fatigue ("fatigue") and vaginal cuff dehiscence ("other injury(ies) or complication please describe: vaginal cuff dehiscence"). The patient was treated with ibuprofen, pelvic flap and surgery (ablation and total laparoscopic hysterectomy, bilateral salpingectomy, salpingo-oophorectomy, dilation & curettag). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage and menorrhagia had resolved and the systemic inflammatory response syndrome, pelvic abscess, abdominal pain lower, fatigue, endometriosis and vaginal cuff dehiscence outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, pelvic abscess, pelvic pain, systemic inflammatory response syndrome, vaginal cuff dehiscence and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: satisfactory placement both coils, full occlusion. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2019: plaintiff fact sheet received. Events added from pfs- other injury(ies) or complication please describe: vaginal cuff dehiscence, pelvic abscess. Onset date of events was updated. Concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory placement both coils,full occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.